Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported lock up issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported lock up condition could not be determined.

Event description:
The customer reported that their device locked up following a defibrillation shock delivery. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that their device locked up following a defibrillation shock delivery. This was observed during testing and there was no patient use associated.